Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) ilpc344u (certain low profile one-piece abutment 3.4mm(d) x 4mm(h)) was returned for investigation. Visual evaluation identified signs of use and a fractured screw within the abutment. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted on the per. The reported device was in tooth location 44 (unknown dental notation system) and was used for an unknown amount of time. DHR review was completed for the subject lot number 2020010112. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Reporter name unknown / not provided.

Event description:
Doctor reported that the low profile screw fractured. Procedure completed with a new low profile, #44.